Event description:
During the glenoid labrum repair, dr was using the birdbeak to pass suture from the bio-suture tak. He admittedly hit the glenoid too hard and broke the tip of the birdbeak mouth. Two tiny pieces (1-2mm) were loose in the joint and could not be found or retrieved. Procedure was completed, no injury was reported. Furthermore, no incident report was filed by hospital. Surgeon was not concerned with inability to find loose pieces (per incident report).